Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a ventricular tachycardia event that was successfully converted with a shock from the device. However, it appeared that shock therapy was delayed for an unknown duration as ventricular beats were being undersensed due to the programmed cross chamber and same chamber blanking periods. It was reported that the patient experienced lightheadedness during the episode. Technical services discussed, with the health care provider, possible programming options to promote detection, and reportedly reprogramming was going to be done.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.